Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was evaluated and replaced. The system software and configuration files were also evaluated and reloaded as part of this service. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.